Event description:
06/10/1996 a call was rec'd stating, after re-application of the skull clamp using codman adult pins the unit slipped a second time. The pt rec'd a 2 1/2 inch laceration on the left side of the head, sutures were required. The first time child disposable pins were being used and there, was a 1-1/2 inch laceration on the left side of the pt's head.